Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned that the first cv-190 attempted was removed due to the image being grey on both the device and provation monitor when connecting the 160 and 180 series scopes. The customer proceeded to exchange the cv-190 and received image on the device with the scopes but the provation monitor image issue persisted. Tac instructed the customer to ensure the printer out cable was securely connected to the provation barrel connectors. The customer later called back and requested instructions on how to load cv-190 configurations. Tac emailed the customer cv-190 quick reference guiding for saving and loading both user and system settings. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center monitor display image however, the provation monitor is green. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the legal manufacturer investigation. The following sections were updated: h6, h10. The DHR was unable to be reviewed for this device since the serial number provided could not generate a manufacturing date. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. It is presumed that the problem was solved by the support of the provision system because the customer did not contact for additional support afterwards regarding problem with the device. The images were displayed on the monitor connected to the cv-190, suggesting that there was a problem with the cable or provation system settings. Olympus will continue to monitor complaints for this device.